Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart. Customer blood glucose at the time of incident was unknown. The customer is not sure if the alarm reoccurred after changing battery in the insulin pump. Customer does not have an additional alkaline battery available customer was advised to continue using the device. Insulin pump will be returning for analysis.